Manufacturer narrative:
DHR was reviewed and the pump passed all previous tests. There are no other complaints on this device. The end user had stated they sent the pump to a third party service provider.

Event description:
On 12/14/2024 zyno medical received a medwatch report (mw5148253) stating a pump kept infusing even though the line was empty and full of air. The pump was checked before air reched the patient's IV site and the infusion was stopped. Medication involved unknown. The device operator was a nurse. There was a patient involved. The patient was not harmed or injured. The pump was returned to a 3rd party service provider. We are awaiting test results from them. Device will not be returned to zyno medical.